Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they got system problem: cannot continue: call medtronic when charging their implanted neurostimulator on saturday and could not charge their implanted neurostimulator at all. Patient said they had tried to charge for several hours, but could not get the implanted neuro stimulator to charge. Patient saw their healthcare provider today and representative (rep) told the patient to call patient services (pats) to get a replacement recharger. Patient mentioned they had vision difficulty and when trying to collect the recharger serial number, pt disconnected call. Tss called pt back two times and left voicemail for pt. Hcp not asked because pt disconnected call. Pt had met with rep. On friday to get "a new program." Patient called back, repeated previously documented information and patient mentioned the controller showed "system problem m03". Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger and controller port. Patient mentioned the recharger was getting much warmer than it appeared it should be and was getting very warm near the paddle. The issue was not resolved. The patient was redirected to their healthcare provider to address the issue. No symptoms were reported.